Event description:
Rptr indicated that pt experiences cluster seizures that progress into status if they are not stopped with either the magnet or with administering valium. Attmepts to obtain add'l info have been unsuccessful to date.